Manufacturer narrative:
Based on the current information provided, intuitive surgical, inc. (Isi) is unable to determine the cause of the staple line hematoma. Despite denial of intraoperative issues or a compromised staple line, the surgeon assumes the cause of the post-operative complication is a stapler malfunction. The product has not been returned to isi for evaluation and was confirmed to have been discarded. System or instrument logs were unavailable as the procedure information could not be confirmed.

Event description:
It was reported that after a da vinci-assisted sleeve gastrectomy, there was a large hematoma noted on the staple line. The following information was obtained/clarified through follow up with the surgeon: there were no intraoperative issues, but the surgeon did note that normally he uses one blue reload and the rest white but for this procedure he used 2 because this patient had a thicker stomach and there were a lot of pauses for compression on the first blue reload. Several hours after surgery, the patient became tachycardic and had a change in lab values which prompted a computed tomography (CT) scan that showed an 8 cm hematoma distally along the gastric wall of the sleeve. The patient was admitted to the intensive care unit (ICU), transfused with 2 units of blood, and eventually stabilized without any other intervention and discharged on post-operative day 3. The surgeon could not confirm the hematoma was in a location that a blue reload was used but did say it "probably" was. The patient was discharged home and has experienced ongoing dysphagia, is on a liquid diet, and is currently awaiting an endoscopy to check for manual compression from the hematoma.